Manufacturer narrative:
A review of the system logs for the procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during the procedure: 0 degree endoscope plus, tip-up fenestrated grasper, fenestrated bipolar forceps, long bipolar grasper x2. All multi-use instruments used in the case were used in subsequent procedures. A site history review found no complaints were received for the instruments. A device history record (DHR) review for the device(s) used during the procedure found no non-conformances were identified to be related to the event. Review of the event by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a bleeding incident. How this traction injury occurred is not specified. No allegation has been made against any intuitive surgical product. By the surgeon¿s account, there were additional miscommunications between the surgeon and the surgeon¿s team that may have contributed to the overall outcome. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, a branch of the pulmonary artery in the left lung was injured resulting in bleeding and the patient expired. The surgeon stated that the procedure was going well until manipulating the lung and nearby anatomy preparing the artery for stapling, when too much tension resulted in a tear in the artery. The surgeon clamped the bleeding vessel with two da vinci grasping instruments. The surgeon instructed the bedside assistant to undock and remove the two instruments that were not clamping the injured artery while he went to the bedside to initiate the conversion to open thoracotomy; however, the assistant undocked all 4 of the instruments resulting in an emergent vs. Controlled conversion and an additional loss of one liter of blood. Upon conversion, the surgeon was able to control the bleeding. Two units of blood were administered and the lobectomy procedure was resumed. About 45 minutes later, after the anesthesiologist administered IV colloid solution, the patient experienced bradycardia followed by ventricular tachycardia. Resuscitation attempts were unsuccessful, including IV vasopressors, direct paddle shocks, and direct cardiac massage that resulted in an irreparable tear injury to the right ventricle. There was no allegation of any issues with the da vinci system or instruments, and it was reported that the event was not due to the da vinci products. The surgeon stated that the hospital will be instituting quarterly training of the emergency undocking process for all surgeons and or personnel.